Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 4.00x12mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, when the device was introduced through the guide catheter, advancing difficulties were encountered. The physician attempted to advance the device for several times but was unsuccessful. After the device was removed from the patient, it was noted that the edge of the stent struts was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and patient status was stable.